Event description:
During evaluation at bench repair, it was identified that the device had no audio.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was sent to philips authorized repair facility (rft) for bench for evaluation. Results of functional testing indicate that no speaker sound at start up test, failed at manual power on test. And speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with a replacement device (tele pwm,802.11a/b/g,ECG ) which resolved the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
D4 unique device identifier (UDI) was corrected.